Manufacturer narrative:
The accounts service tech could not determine the exact cause of the issue but possible bent side rail latching mechanism. The account replaced the right side rail to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the side rail will not latch on the head right side of the bed. The bed is located in a pt room at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).